Manufacturer narrative:
(B)(4). Batch # p5788e. Device evaluation: the analysis results found that a gst60b device was returned outside its original package. Upon visual inspection, it was noted that the cartridge pan was found dislodged. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Packaging lots in batch p5788e: p4rw4j, p4rw8t p4rx7t. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: just to clarify, when did the issue occur? =>the issue was found before use for the patient when the package was opened. While removing the reload cartridge from packaging? => no information. During loading or unloading the cartridge from the device? => no information. During use in the procedure? => no. No further information will be provided.

Event description:
It was reported that during a laparoscopic unknown procedure, it was found that the cartridge pan at the proximal end of the cartridge came off from the cartridge deck before use. Another device was used to complete the case. There were no adverse consequences to the patient.